Manufacturer narrative:
Date of event - estimated. Treatment / therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a coronary artery intervention, a buddy wire was required to assist in positioning the xience skypoint stent; however, upon deployment of the stent, the buddy wire became jailed. Resistance was noted during removal of the buddy wire and the wire may have become damaged or separated. There were no reported issues with stent implantation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and lot level similar incident for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the deployed stent interacted with the buddy wire after deployment causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.g3: date received by manufacturer was reported incorrectly on the initial medwatch report. Correct date is: 04/04/2022.

Event description:
It was reported that during a coronary artery intervention, a buddy wire was required to assist in positioning the xience skypoint stent; however, upon deployment of the stent, the buddy wire became jailed. Resistance was noted during removal of the buddy wire and the wire may have become damaged or separated. There were no reported issues with stent implantation. No additional information was provided. Date of event is estimated.